Manufacturer narrative:
(B)(4). This device was not returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient implanted with this right atrial (ra) lead presented for an emergent device follow-up. Evaluation found the pacing threshold measurements were increased and a lead revision was performed. The physician attempted to reposition the lead but the helix would not retract. The lead was removed and a new lead of the same model was implanted successfully. The lead was badly damaged during the explant and was discarded at the hospital. No additional adverse patient effects were reported.